Event description:
It was reported that the customer had a delivery alarm issue with her insulin pump. Customer stated that actand b buttons were not being registered on the insulin pump. The customer's blood glucose level was 245 mg/dl. The insulin pump was returned and will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad traces. Insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.